Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: a review of the device noted deformation.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. The device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 05/11/2024.

Event description:
Healthcare professional reported capsular contracture becker grade iii. Device has been explanted and replaced with non-abbvie device. Record relates to the right side.

Manufacturer narrative:
Continued e1. Phone: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported capsular contracture becker grade iii. Device has been explanted and replaced with non-abbvie device. Record relates to the right side.